Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was trying to clip one of the folds to better expose the ampulla within a diverticular. Once the clip was in position, the clip was able to grasp and lock onto tissue and when attempted to be released from the catheter, the clip did not fully deploy. The handle was tried to be squeezed again and it was noted that there was no "pop" because the control wire did not break. The procedure was completed successfully with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. It was reported that the correct anatomy location was in the duodenal.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and it was observed that the catheter was kinked near to the bushing. Dimensional evaluation was performed on bushing outside diameter, and it was noted to be within specification. Dimensional analysis was performed between the hooks of the bushing, and it was confirmed that sides a and b were out specification, indicating that the device experienced a deployment failure. Further dimensional evaluation was performed on the bushing tabs, and both sides have similar measurement. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5 (anatomy location).

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was trying to clip one of the folds to better expose the ampulla within a diverticular. Once the clip was in position, the clip was able to grasp and lock onto tissue and when attempted to be released from the catheter, the clip did not fully deploy. The handle was tried to be squeezed again and it was noted that there was "pop" because the control wire did not break. The procedure was completed successfully with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.